Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number llp863, and no non-conformances were identified. Investigation summary: one opened box with two unopened samples of product code w8304, lot # lpp863 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent coronary artery bypass surgery on an unknown date and suture was used. The suture needle pulled off when sewing during the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.